Event description:
Reported as a port tube leak. The doctor repaired the tubing.

Manufacturer narrative:
Taper ii. Visual examination of the one small piece of tubing returned cannot determine the access port tubing connector. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. Analysis of the device noted breakage of the one small piece of tubing returned. The breakage of the tubing may be wear related as there is no clear evidence of surgical damage. This breakage may have been the cause of the leakage. Another breakage was noted in the tubing which appears to have been caused by a sharp instrument. This breakage may have been made to facilitate removal of the device and may not be the cause of the leakage. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."